Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would beep three times, give an error message, and then shut down. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would beep three times, give an error message, and then shut down. The error message stated, "undefined instruction" and then listed multiple numbers. The screen itself had multiple horizontal lines, and the device audibly alarmed like a crisis alarm. At first, the bme could not duplicate the issue, but after a day, it happened randomly. No patient harm was reported. Investigation summary: the complaint device was received. The unit was evaluated, and the complaint was duplicated. The cause was hardware component failure of the circuit board, memory card, and touch panel. Repair center completed the repair, and the unit was tested as per the operator's/service manual and operates to the manufacturer's specifications. No further investigation will be performed. Nk will continue to monitor and trend.